Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for battery capacity being depleted occurred less than a year after pacemaker implant. The pacemaker was subsequently explanted and replaced. No additional patient issues occurred.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely less than a year after pacemaker implant. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. High power visual inspection of the header and lead barrels noted a hole in rv seal plug. Seal ring marks indicated full lead insertion in all lead barrels. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.